Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: the pump powered up with auditory and vibration to a blank screen; the original complaint could not be adequately investigated due to the blank display. The keypad was removed and no contamination or damage was found to the keys contacts. The pump was opened and moisture corrosion was observed on the keypad connector and eprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.